Event description:
Whilst the carer was pushing the lifter along the hallway to weigh a pt, the right wheel jammed on what was described as a wire. This caused the lifter to veer to the left into a wall/doorway. The carer injured her first finger of her left hand receiving a severe laceration requiring surgery to reattach; bone broken but unable to reattach; bone removed from finger. (B)(4).

Manufacturer narrative:
The lifter was examined by an arjo investigator. Findings indicated some paint scratches on legs, jib, hanger bar; chassis cover had some scuff marks; cover strips were split; cap over pintle was missing; castors had some hair, no wire, around axle, but rolled freely and brakes held securely; pc board was original style; handset clip was broken off. No faults that could attribute to the reported incident could be found. Based upon the report, it is concluded the lifter was not at fault for this reported incident. The incident occurred as a result of the carer attempting to push the lifter over a wire on the floor. No further action required by arjo.